Manufacturer narrative:
Concomitant medical product: 6945 lead implanted: (B)(6) 2000.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The physician felt the dislodgement was due to a suture sleeve that came loose and rigorous patient activity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.